Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it curled up on itself in the aorta. Difficulty was encountered during the attempt to uncurl the device. However, the device was removed without injury to the pt.